Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional analysis was performed and the review of the device history records indicates no abnormalities. The device left biomet control conforming to print specification. During the evaluation, it was noted that the device may have experienced excessive force and while the amount of force that was applied to the taper can not be determined the failure was likely due to conditions of use.

Event description:
It was reported patient underwent a total shoulder arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to an unknown reason. During the procedure, a fractured humeral tray was noted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was reported patient underwent a comprehensive reverse total shoulder arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to a fractured humeral tray. During the procedure, the fractured humeral tray would not disengage from the stem causing a delay in the procedure. The humeral tray and stem were removed and replaced.